Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A 10mmx2.50mm wolverine balloon was returned for analysis. A visual examination of the balloon identified no damages. Blood was present in the balloon. Multiple hypotube kinks were noted. No kinks or damages on the shaft polymer extrusion. For microscopic analysis, examination of the hypotube noted multiple kinks along the length of the hypotube. A detailed microscopic examination of the balloon material identified a pinhole leak, above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For functional testing, an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear above the proximal markerband. The encore device was verified before and after use using the druck gauge. E1. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atmospheres upon first inflation. The device was successfully removed from the patient and the procedure was completed. No patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atmospheres upon first inflation. The device was successfully removed from the patient and the procedure was completed. No patient complications reported.